Manufacturer narrative:
The contact was not able to provide actual product catalog / lot numbers. He alleges the implant was a bard/davol product. Proline mesh is not a bard/davol product. It is possible that the device in question is a bard flat mesh. Based on the information provided we are unable to determine to what extent, if any, the alleged davol device may have caused or contributed to the events as alleged. The patient is currently being evaluated by his md. The contact states that at this time all available information has been reported and that bdi surgery will be updated on the patient condition as information becomes available. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following has been reported to davol: as reported about 13 years ago the patient was implanted with a "bard proline mesh" the contact reports the patient had a hydrocele as an infant that was repaired at that time, and he never experienced issues with it until he was lifting a heavy item (as an adult) and felt a pinching sensation. As reported a few days later the patient developed a tennis size lump that became larger and non reducible over time. The patient then underwent repair of this hernia with a "bard proline mesh" the patient has experienced "issues" such as debilitating pain that has kept him from working and performing other physical activities, a pinching sensation in the area of the repair along with testicle and nerve pain and swelling of the testicle at times. The patient is currently undergoing additional medical treatment to determine the cause.